Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: review of the black box data did not reveal any evidence of short battery life. The battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete the investigation. On investigation, the test battery cap was able to attach to the pump properly. The sleep current draw was not within the required specifications. The pump was opened for investigation and revealed moisture contamination inside the pump affecting the transceiver board. The transceiver board was disconnected resulting in the sleep current draws returning to within specifications. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/faded and discolored. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016.